Event description:
The tech alleged that the brakes would set, however would not hold once some pressure was applied. No pt impact.

Manufacturer narrative:
The tech found both head brake casters were broken and would not lock. The tech replaced the brake casters to resolve the issue.